Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient was using a tandem t: slim x2 insulin pump at the time of the event. Prior to the reported inaccuracy, the patient experienced sensor compression. On (B)(6) 2026, the dexcom cgm generated a "low" glucose alert. In response, a fingerstick blood glucose (fsbg) measurement was obtained and was reported as 369 mg/dl. The patient subsequently presented to the emergency department (ed) for evaluation. During the ed visit, the patient received intravenous (IV) sodium chloride. According to the patient's spouse, the IV fluids were administered to ensure the patient was not dehydrated due to elevated blood glucose levels. No additional cgm or blood glucose values were reported. At the time of reporting, the patient was doing well. Although follow-up attempts were made to obtain additional details and clarification regarding the event, no further information has been received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.